Manufacturer narrative:
Alarm temperature was verified. Battery issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 150-180 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.